Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device caused an insufflation issue. The same device was able to be used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.